Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample consists of one (1) product reported. The returned sample was received in used conditions with its original open packaging. The sample was visually inspected, at a distance of 12 to 16 and normal conditions of illumination. It is observed that the obturator does not have the sample that returned. The following operations were reviewed, in order to verify that the operations were properly performed and to ensure that the operations complied with gmps requirements and procedures: fit obturator operation was reviewed; no discrepancies were found. The most probable root causes were that the production personnel omitted to place the obturator or lack of detection by the production personnel. Retraining to the production personnel by the production supervisor.

Event description:
It was reported that before intubating the product into the patient, the customer noticed no obturator was attached to the product. They stopped using. No patient injury was reported.